Manufacturer narrative:
12/05/96 - supplemental report #1 submitted to FDA. Corrected data entered in d9. Device evaluation indicated and codes entered in h3 and h6.

Event description:
The device was used during an unspecified gynecological procedure. The safety shield would not retract during penetration. The surgeon used another instrument to complete the procedure. The hosp has reported that no pt injury occurred.